Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis confirmed crystal errors causing telemetry delays. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to be interrogated post implant. The icm was replaced. No patient complications have been reported as a result of this event.